Event description:
Spontaneous. Cnss (B)(6) advised patient called her reporting both pumps (serial numbers unknown) are alarming high pressure when pt is trying to prime. Cnss states she had the patient switch out tubing, change cassettes and confirmed no clamps were engaged. Cnss wanted to make sure there were no other suggestions from pharmacy. Agreed with cnss that these are the things the author would have had the patient try, especially confirming there are no clamps engaged. Advised if both pumps are alarming then patient needs to head to the hospital, cnss (B)(6) agreed. Per follow up communication received from cnss (B)(6): "hi team, cancel that. Patient and I determine the tubing was on backwards. Filter was closest to cassette. No need to send new pumps. Thank you" tubing lot number unknown. No further information, details or dates available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? No; did we [MFR] replace the product? No; it was determined tubing was backwards; did the pt have a backup product they were able to switch to? No; was the pt able to successfully continue their therapy? Yes; pt was initially instructed to go to ER, but cnss determined issue with tubing. Reported (B)(6) by health professional.